Event description:
Device appears to be under-sensing on the atrial lead. At device classified termination of events, arrhythmia appears to continue due to possible atrial under sensing atrial sensitivity programmed 0.15 mv (most sensitive). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).